Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported he switched to his secondary infusion device in the (B)(6) 2011 using the same basal rates as his primary infusion device. During the first 2 weeks he had no issues with his blood glucose, then his blood glucose began to elevate to over 250 mg/dl. He bolused through the infusion device but was unable to lower his blood glucose. He injected insulin via pen to lower his blood glucose. He then switched to his primary infusion device using the same basal rates and he has no further issues. His normal blood glucose level is 120 mg/dl. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.